Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system is beeping on bootup. The x-ray during initialization is showing as a red x. Reboots did not resolve this issue. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The issue was confirmed. The ps1 (power supply), starter board, power conversion, and power tray were replaced. The ps1 was adjusted to factory specifications, the power conversion firmware was programmed. The system passed checkout. (B)(4). The power supply was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. Testing confirmed that voltage was not in specifications and the components were electrically over-stressed. Transistors and resistors were damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.